Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K012201. Samples received: there are no samples/batch number available for analysis. Analysis and results: as no batch number is available, the batch manufacturing record cannot be reviewed. We have not received any sample for analysis. Without any sample or more information we cannot carry out an analysis in order to take a decision. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Event description:
It was reported that the needle is hard to detach from the thread. The reporter indicated that the needle is hard to detach from the thread. Per the reporter, it is assumed that the armoring is too strong as too much strength is required to pull needle from the thread. This was in comparison to another vendor's suture. Patient data and additional event details are not available.